Manufacturer narrative:
Upon receipt of the unit, visual and functional evaluations were performed. The device positioning unit (dpu) was received, however, the coil was not returned. Evidence suggests that a contributing factor to the complaint event was most likely due to the coil becoming anchored in the coil mass or caught in the distal tip of the microcatheter. This may have prevented advancement and during retraction the coil then stretched. There were no material or process discrepancies found. In addition, without the return of the coil and the echelon 10 microcatheter, it cannot be determined if these components contributed to the complaint event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Per received report: three deltaplush coils have been placed successfully. As the final 2x3 coil was introduced, the physician encountered friction. Realizing he could no longer deploy the coil further, he withdrew the coil. During retraction, friction was felt caused most likely by a potentially tangled coil stuck into the microcatheter. The coil eventually stretched and broke, leaving a strand extending from the aneurysm into the internal carotid artery (ica). The patient was prescribed with aspirin for six weeks, but was fine and sent home on (B)(6), 2010.